Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was reviewed and firmware errors were observed. The reported event that the receiver ceased to function was confirmed. Root cause is moisture damage

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. It was reported that the receiver was exposed to moisture. No additional patient or event information is available. No data was provided for evaluation. The receiver has been received for evaluation. A follow up report will be submitted upon completion. Labeling indicates that the dexcom cgm receiver is not water resistant. Do not get the receiver wet at any time.